Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for this heater door issue per 21 cfr 806 on 22-oct-2024. The FDA recall number is z-0047-2025 & z-0048-2025. Customers were sent a letter explaining the issue and instructions for inspecting, installing, and tightening the screw that secures the heater door. Gehc will replace all affected units. Block a: no report of patient involvement. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
As a result of an inspection that was completed as part of correction and removal initiated by ge healthcare (gehc) on 22-oct-2024 (recall no. Z-0047-2025 & z-0048-2025), this unit was identified as having an issue with the heater door that indicates it may be impacted by the issue described in the recall no. Z-0047-2025 & z-0048-2025. There was no patient involvement.

Manufacturer narrative:
As per fe confirmation ,there is no disengagement of top screw and there is no fall of the heater doo. Therefore, there was no reportable malfunction.